Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, to some degree the head disintegrated as there were shards of the ceramic head found in the soft tissue. During a revision mpo head was implanted in a stryker dual mobility liner. Head was replace as was our neck. Surgery time extended greater than 30 minutes.